Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73g1800876 was manufactured on 07/30/2018 a total of(B)(4) pieces. Lot was released on 08/09/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. There is a buildup of biological material in the bottom jaw, specifically. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws as it did not latch onto the bottom jaw. On the next attempt, the indicator clip fired which indicates that no more clips were remaining. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. The sample was disassembled to inspect the internal components. Upon disassembly, no damages were observed. The root cause of this complaint issue is the buildup of biological material in the bottom jaw. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. Upon functional inspection, it was found that a buildup of biological material was stuck in the bottom jaw which prevented the one remaining clip from properly loading. There were no functional issues found with the device. Since the clips were unable to load due to the buildup of biological material in the jaw, unintentional user error caused or contributed to this event.

Event description:
It was reported that there was a clip loading failure during ligation.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a clip loading failure during ligation.